Event description:
The customer reported to olympus, the evis exera iii video system center had intermittent power. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the intermittent power switch was broken and out of date; the front panel was cracked; and software 1.04 was out of date. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the device experienced intermittent power but the cause could not be specified. Olympus will continue to monitor field performance for this device.